Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
According to the parents, the user has been unable to hear since the end of january 2024. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parents, the user has been unable to hear since the end of (B)(6) 2024.

Event description:
According to the parents, the user has been unable to hear since the end of january 2024.the recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation revealed a minor damage to the active electrode caused by excessive mechanical stress. Other mechanical damages found are attributable to the removal surgery. According to the information received from the field in situ measurements showed several channels with hi status likely due to physiological changes inside the cochlea. Reportedly the same issue is present with the new device. This is a final report.

Event description:
According to the parents, the user has been unable to hear since the end of january 2024.the recipient has been re-implanted.